Event description:
The peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized on (B)(6), due to fibrin blockage. It was later determined that the patient had a peritonitis infection. In additional follow-up, the patient¿s pd nurse stated the patient could not complete the pd treatment. Later the same day, the patient was hospitalized for a pd catheter (not a fresenius product) malfunction due to pd catheter fibrin blockage. The nurse indicated that the reported draining slowly issues were due to the pd catheter malfunction. While hospitalized, the patient had a pd culture obtained which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intravenous (IV) for peritonitis. Additionally, the nurse stated the pd catheter (not a fresenius product) was removed and the patient is transitioning to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due mostly likely due to a patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, peritonitis is most likely due to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized on 12/6, due to fibrin blockage. It was later determined that the patient had a peritonitis infection. In additional follow-up, the patient¿s pd nurse stated the patient could not complete the pd treatment. Later the same day, the patient was hospitalized for a pd catheter (not a fresenius product) malfunction due to pd catheter fibrin blockage. The nurse indicated that the reported draining slowly issues were due to the pd catheter malfunction. While hospitalized, the patient had a pd culture obtained which revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime (dosing not provided) intravenous (IV) for peritonitis. Additionally, the nurse stated the pd catheter (not a fresenius product) was removed and the patient is transitioning to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due mostly likely due to a patient breach in aseptic technique.